Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an alto main body and two (2) ovation ix iliac limbs. Approximately four (4) months after post initial procedure, the patient presented emergently to the hospital with abdominal pain. After an angiogram, a type 1b endoleak was identified as well as both iliac limbs had migrated back into the abdominal aneurysm. A re-intervention was done and the physician elected to implant one (1) additional ovation ix limb in each iliac. The final patient status was reported as doing fine. This event was previously reported under 3008011247-2021-00126.now, approximately four and half (4.5) years post the secondary reintervention procedure, a type 1b endoleak was identified. The right iliac limb appears to have slipped into the aneurysm sac. The physician elected to implant two ovation ix iliac limbs by extending into the external iliac artery. The endoleak was successfully resolved and the patient did well.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the devices to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right limb proximal migration, type ib endoleak and additional endovascular are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. Tortuous iliac anatomy, in conjunction with prior stent revision (cautionary product use), likely resulted in compromised distal fixation, leading to proximal stent migration and the reported type ib endoleak. The clinical assessment determined that there was evidence to reasonably suggest 15 mm aneurysm enlargement occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the operative note dated (B)(6) 2026. No procedure related harms were identified. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.